Manufacturer narrative:
The returned cable was evaluated. The cable failed continuity tests due to an open circuit on the white conductor, along the length of the cable. Report source updated from "foreign, literature, and user facility" to "foreign and user facility."

Manufacturer narrative:
Correction: device manufacture date from 09/28/2015 to 10/14/2015.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the sensor suddenly was unable to obtain readings, and the sensor repeats pulse search. No consequences or impact to patient were reported.